Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the patient took a fall 2 weeks prior and fell right on the device and she was bruised around the device. The caller stated that the ins turned itself off when the patient fell. The caller stated that therapy was turned back on today and 01 02 03 were all showing greater than 4000. The hcp was advised programming around 0 to see if the patient could feel stimulation in the bicycle seat area. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the impedance was determined due to the fall and they reprogrammed around it.